Manufacturer narrative:
Product evaluation: the vbx device was discarded at the treating facility, and was, therefore, not available for analysis. No items, including clinical images or device photos, were available to directly evaluate product performance relative to the reported device failure mode.

Event description:
The following information was report to gore: on (B)(6) 2023, the patient underwent treatment of an iliac artery aneurysm using a gore® viabahn® vbx balloon expandable endoprosthesis. It was reported a fully constrained vbx device stent graft separated from the delivery system catheter in the patient iliac artery. The physician stated his suspected cause of the separated stent graft is unknown. The stent was not covering any vessels. The procedure was completed with a different gore device. The patient tolerated the procedure. On (B)(6) 2023, the patient underwent reintervention to remove the constrained vbx stent graft. A snare catheter was used to retrieve the stent graft. The patient tolerated the procedure.

Manufacturer narrative:
Health effect clinical code - e2402 used to capture constrained stent graft detached in the patient. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.